Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Information was received that a smiths medical portex tracheostomy replacement inner cannula would not clip into the patient's tracheostomy tube as the snap was not holding. There were no adverse patient effects.